Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable lead underwent a revision procedure for to prepare for heart surgery. The local field representative (fr) reported that the chronic right ventricular lead had fractured and was hanging by a string inside of the device. The fr was unable to determine the manufacturer or model/serial number of the lead as the information on the lead was unreadable. The lead was cut and capped. There were no adverse patient effects reported.